Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 3/2/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(6) 2019 the purpose of this MDR submission is to report the investigational finding of the returned device and to correct the manufacturer information. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure targeting an aneurysm on the internal carotid artery (ica) that is about 3 mm, the lvis® stent (microvention) was deployed half way through as a semi-jailing technique. The first coil used was the 3 mm x 8 cm galaxy g3 coil; it was used to cover the neck and was detached without any issue through the sl-10® microcatheter (stryker). The second coil, the 2.5 mm x 3.5cm galaxy g3 mini coil also detached without issue. The third coil chosen was the 2 mm x 3 cm galaxy g3 mini coil (glm920030 / l14231); while the coil was being inserted into the sl-10® microcatheter, the microcatheter slipped out of the lesion slightly. The coil was winded several times. The first coil loop was trapped in the coil mass when the physician felt that the coil might have become broken when the coil was pulled. The procedure was interrupted during the coil rewinding. A strand of coil was observed in the coil mass between the stent and the vessel wall. It was confirmed that the coil did not prematurely detach at the detachment zone and it did separate into two pieces and there was entanglement with the previously implanted coils. The physician attempted to remove the piece by a snare but found that it was difficult to guide the snare because the microcatheter was jailed in the cavity. Three lvis® stents were implanted to treat the separated coil pieces. The coil pieces were fixed by the stents between the stents and the vessel wall. One lvis® stent was deployed in the semi-jailing technique to crimp the stump of the coil from the coil mass at the blood vessel; a second lvis® stent was deployed to overlap it. Contrast confirmed that the lvis® stent at the proximal end had coil stump floating in the blood vessel which called the deployment of the third lvis® stent for crimping. The procedure was completed when the cone beam computed tomography (CT) scan was taken and the physician could no longer see any floating coil strands. There was no report of patient injury or complication; the reported event did not result in any clinically significant delay in the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 2 mm x 3 cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The hub and the device positioning unit (dpu) were found in good condition. The marker band was found at 38 cm from the hub, which is within specification. The coil introducer was unzipped and observed to be kinked. The resheathing tool was without damage. The embolic coil was outside of the coil introducer. Microscopic inspection was peformed. The v-notch, the resistance heating (rh) were observed to be in normal, good condition; the rh was outside of the introducer and did not appear to have been heated. The embolic coil was kinked and in stretched condition. A review of manufacturing documentation associated with this lot (l14231) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue of coil entanglement was confirmed as the embolic coil of the returned device was observed kinked and stretched and tangled outside of the coil introducer. The reported issue that the coil became separated in two pieces was not confirmed as the embolic coil was attached to the returned device. The issue the coil protrusion into the parent vessel is considered to be circumstance-dependent; the product analysis lab environment is not conducive to determine the cause of the coil protrusion; the laboratory environment does not have the ability to evaluation the cause of coil protrusion. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The complaint of positioning difficulty is situationally dependent and cannot be confirmed in the laboratory. Coil protrusion and herniation into the parent vessel as well as coil entanglement are known potential procedural complication related to the coil embolization procedures. The neck width of the aneurysm was not known; however, since a stent had been placed over the aneurysm neck prior to coiling, the aneurysm neck may have been wide. Pulling the device when the device is entangled with other devices implanted in the coil mass may have contributed to the coil separation. Due to the jailed condition with the coils between the stent and vessel wall, snaring was made more difficult and covering the coil with another stent was necessary to contain the coil ¿stumps that were floating in the vessel. Since the event was related to a product malfunction that required additional intervention, this meets MDR reporting criteria as a serious injury. Coil kinked and stretched are known potential issues associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink and stretching from occurring. The coil kinked and stretched conditions were not originally reported with the complaint, but coil entanglement was reported, and this issue was confirmed on the returned device. It is possible that the coil could have become kinked and stretched when it was entangled with previously implanted coils. The exact cause of the observed kinked and stretched condition of the embolic coil could not be conclusively determined. Circumstances of the procedure and/or device manipulation / interaction may also be factors that contributed to the kinked and stretched condition of the embolic coil. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2 mm x 3 cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the kinked and stretched conditions that were observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 3/6/2019. Additional information was added into the following sections: the initial reporter title, first and last names. The initial reporter phone: (B)(6). The following sections were updated: initial reporter occupation , PMA/510k and if follow-up, what type. [Additional information]: the healthcare professional reported that during the stent-assisted coil embolization procedure targeting an aneurysm on the internal carotid artery (ica) that is about 3 mm, the lvis® stent (microvention) was deployed half way through as a semi-jailing technique. The first coil used was the 3 mm x 8 cm galaxy g3 coil; it was used to cover the neck and was detached without any issue through the sl-10® microcatheter (stryker). The second coil, the 2.5 mm x 3.5cm galaxy g3 mini coil also detached without issue. The third coil chosen was the 2 mm x 3 cm galaxy g3 mini coil (glm920030 / l14231); while the coil was being inserted into the sl-10® microcatheter, the microcatheter slipped out of the lesion slightly. The coil was winded several times. The first coil loop was trapped in the coil mass when the physician felt that the coil might have become broken when the coil was pulled. The procedure was interrupted during the coil rewinding. A strand of coil was observed in the coil mass between the stent and the vessel wall. It was confirmed that the coil did not prematurely detach at the detachment zone and it did separate into two pieces and there was entanglement with the previously implanted coils. The physician attempted to remove the piece by a snare but found that it was difficult to guide the snare because the microcatheter was jailed in the cavity. Three lvis® stents were implanted to treat the separated coil pieces. The coil pieces were fixed by the stents between the stents and the vessel wall. One lvis® stent was deployed in the semi-jailing technique to crimp the stump of the coil from the coil mass at the blood vessel; a second lvis® stent was deployed to overlap it. Contrast confirmed that the lvis® stent at the proximal end had coil stump floating in the blood vessel which called the deployment of the third lvis® stent for crimping. The procedure was completed when the cone beam computed tomography (CT) scan was taken and the physician could no longer see any floating coil strands. There was no report of patient injury or complication; the reported event did not result in any clinically significant delay in the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The product has been received and is pending evaluation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). Initial reporter information such as the name, phone and email address are not available / not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(4). Coil protrusion and herniation into the parent vessel as well as coil entanglement are known potential procedural complication related to the coil embolization procedures. The neck width of the aneurysm was not known; however, since a stent had been placed over the aneurysm neck prior to coiling, the aneurysm neck may have been wide. Pulling the device when the device is entangled with other devices implanted in the coil mass may have contributed to the coil separation. Due to the jailed condition with the coils between the stent and vessel wall, snaring was made more difficult and covering the coil with another stent was necessary to contain the coil ¿stumps that were floating in the vessel. Since the event was related to a product malfunction that required additional intervention, this meets MDR reporting criteria as a serious injury. A review of manufacturing documentation associated with this lot (l14231) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure targeting an aneurysm on the internal carotid artery (ica) that is about 3 mm, the lvis® stent (microvention) was deployed half way through as a semi-jailing technique. The first coil used was the 3 mm x 8 cm galaxy g3 coil; it was used to cover the neck and was detached without any issue through the sl-10® microcatheter (stryker). The second coil, the 2.5 mm x 3.5cm galaxy g3 mini coil also detached without issue. The third coil chosen was the 2 mm x 3 cm galaxy g3 mini coil (glm920030 / l14231); while the coil was being inserted into the sl-10® microcatheter, the microcatheter slipped out of the lesion slightly. The coil was winded several times. The first coil loop was trapped in the coil mass when the physician felt that the coil might have become broken when the coil was pulled. The procedure was interrupted during the coil rewinding. A strand of coil was observed in the coil mass between the stent and the vessel wall. The physician attempted to remove the piece by a snare but found that it was difficult to guide the snare because the microcatheter was jailed in the cavity. Another lvis® stent was deployed in the semi-jailing technique to crimp the stump of the coil from the coil mass at the blood vessel; another lvis® stent was deployed to overlap it. Contrast confirmed that the lvis® stent at the proximal end had coil stump floating in the blood vessel which called the deployment of another lvis® stent for crimping. The procedure was completed when the cone beam computed tomography (CT) scan was taken and the physician could no longer see any floating coil strands. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. It was reported that the device is available to be returned for evaluation and analysis.